Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. It was further reported there was no slice, cut, hole or crack noted. There was no patient injury or medical intervention associated with this event. No additional information is available.